Event description:
The user reported that during preparation for cardiopulmonary bypass, holes in the unit package of the cannula were discovered. The affected device was not used, and the surgical procedure was completed without incident.

Manufacturer narrative:
Evaluation anticipated but not yet begun.